Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report. The complaint was initially reported by (B)(6). No additional contact information were received from initial reporter. A follow-up medwatch will be submitted once the investigation is completed or new information is available.

Event description:
It was reported that the modular electric/battery double trigger handpiece serial (B)(4) stopped when high torque was needed. The surgery delay is unknown. There was no harm or injury to patient/operator reported.

Manufacturer narrative:
Information received on (B)(6) 2018 from (B)(6) that the delay of the surgery was 2 min and that no additional anesthesia was used. Therefore this complaint is not reportable any longer.